Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (248-268 mg/dl). Reportedly, the customer was overriding the pump suggested bolus amount when delivering boluses. Customer "monitored bg" levels to address elevated bg's. Recommendation was made to discuss diabetes management with customer's health care professional.